Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump displayed a 'belt slip' message and went through a power cycle. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. No parts were returned as the unit has reached its end of service life. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the reported issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. Per clinical review: on (B)(6) 2022, the team at experienced a problem with their heart lung machine (hlm) whereby the arterial roller head displayed a 'belt slip' message and then went through a power cycle. The manufacturer's clinical specialist confirmed with the user facility's biomedical technician customer contact that this event happened during setup, and was able to be changed out without causing a delay to the case, so there was no blood loss and no adverse event.